Event description:
It was reported that during a colectomy procedure, part of the blade fell out - the white tissue pad fell down into the patient. It was removed without any difficulty. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.